Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-ray was reviewed by the manufacturer and it was noted the plate breakage could be confirmed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. Additional product code: hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: 3.5mm cortex screws (part #204.8xx, lot unknown, quantity 9). (B)(4). Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 24. Jan. 2014, expiry date: 31. Dec. 2023. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2016. The patient underwent a left tibia midshaft fracture repair on (B)(6) 2016. Subsequently the fracture was discovered to be in non-union and the 14-hole 2.7/3.5mm variable angle (va) locking compression (lcp) medial distal tibia plate was discovered to have broken. Removed hardware included the broken plate, and nine (9) intact 3.5mm cortex screws. The surgeon stated that the reason for the broken plate may have been related to the relatively transverse nature of the original fracture. The patient was revised to a tibial nail and two (2) unknown screws. The procedure was completed successfully with the patient in stable condition. This complaint involves one device concomitant devices reported: 3.5mm cortex screws (part #204.8xx, lot unknown, quantity 9) this report is 1 of 1 for (B)(4).